Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer, and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame, which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process, which could be associated with the reported event. An investigation of the device history records (DHR) was conducted, and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed. A definitive conclusion regarding the reported incident could not be reached, and a cause could not be confirmed.

Event description:
It was reported that the safe lock adp luer lock connector was not tightening, and came off the bag in the middle of a patient's peritoneal dialysis (pd) treatment. Upon follow-up with the patient, it was reported that there was a slight leak from the connector, and baxter solution bag when the issue occurred. The patient is trained on manuals and stat drains if needed, and was able to complete treatment by re-tightening the connection. The patient confirmed that he did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported complaint. The connector is not available to be returned because it was discarded.